Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by not following the proper procedure to load the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the customer may have been inserting insulin into the cartridge while it was physically installed on the cartridge. The customer's blood glucose (bg) level was 244 mg/dl and the bg level was addressed with a manual injections. The customer confirmed that an alternate method of insulin delivery was available.